Event description:
As reported by our italian affiliates, during the unboxing of this 29mm sapien 3 pack at the hospital, it was found that the crimper box was damaged. The pouch of the crimper was also ripped, compromising the sterility. The material was not in contact with patient or the operating table.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information received from a follow up and product evaluation. The following sections of this report has been updated: update to b4, g3, g6, h2, h6, h11. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary: the IFU, current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided by the site and revealed the following: crimper product box damaged/torn. Crimper pouch damaged, affecting sterility. Through extensive complaint investigations, product packaging damage events for any edwards device have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to shipping and handling. In this case, the complaint for inadequate, sterility compromised was confirmed based on evaluation of provided imagery. Available information suggests that factors related to shipping and handling likely contributed to the event as provided information indicated that the reported damage was observed during device's unpacking. Shipping and handling includes various factors that may contribute to container, shelf box, or shipper box damage. This usually occurs during the transportation of the packaged device between edwards' distribution centers and the relevant sites where products are being used or can occur due to mishandling of the packaging. Damage to the packaging during shipping and handling occurs outside of edwards' control. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.